Manufacturer narrative:
Unit had a scratched display window and a bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump's display was scratched and difficult to read. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.